Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was planned for closure in the right common femoral artery. Prior to deployment, activated clotting time was noted as 290 and protamin was administered. Arteriotomy was >7.5mm, no calcification or tortuosity present; depth deployment measurement 4.5 + 1. Access was gained using ultrasound and micropuncture, obtaining a 12 o'clock stick. The proctor discussed with the physician regarding the access as being positioned high. However, the physician elected not to restick, and thought the access was fine. The IFU warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. There were no reported issues advancing or withdrawing the procedural sheaths. A post-angiogram revealed bleeding at the manta site. Balloon inflations were unsuccessful in ceasing the bleed. The physician deployed a covered stent and follow-up angiogram indicated hemostasis was achieved. The suspected root cause of the bleeding is the implant was ineffective in creating hemostasis; however, it is inconclusive as to why the implant was ineffective in creating hemostasis due to insufficient information available regarding the initial and deployment procedures. Based on obtained information, it may have been correlated to user error in utilizing manta in a patient with a high access (at or above the inguinal ligament). Potential adverse events related to the deployment of vascular closure devices have been identified: late arterial bleeding, retroperitoneal bleeding because of access above the inguinal ligament or the most inferior border of the epigastric artery (iea). Additionally, precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: during a tavar procedure a 18fr manta was deployed perfect. After taking post angiogram, there was a leak at the manta site. The physician then ballooned the site with an 8x40 balloon. It still did not stop the leak. The physician then decided to place a covered stent. He used a 8x39 covered stent. Post angiogram was taken and leak was sealed.